Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly during the load process. The pump was connected to a power source and turned back on. Customer reported blood glucose level was 166 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.